Event description:
"5 year old patient with gluteal mass with pathology compatible with rhabdomyosarcoma, insertion of implantable catheter who presented as a complication right pleural effusion due to catheter dysfunction."

Manufacturer narrative:
Note: product reference 4430893 is not cleared for sales in the USA, but it is similar to the product reference 5430893 cleared. Under #510k130576 batch history review: we have checked the manufacturing file of the involved batch of the access port which complies with our specifications and does not present any discrepancy. No other similar incident has been declared on this batch released in december 2021. Investigation results: we didn't received the defective sample, picture or x-ray films. Conclusion: without the complaint sample, no thorough investigation can be performed. We cannot explain the pleural effusion reported. If, subsequently, new elements will become available, the complaint file will be reopened.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of the access port which complies with our specifications and does not present any discrepancy. No other similar incident has been declared on this batch released in december 2021. Investigation results: we have received the involved access port with its catheter. The access port comes from the batch nr 36987751. Visual examination: the catheter is correctly mounted onto the access port. The catheter measures 13 cm. It presents no visible defect. The access port housing is contaminated by blood. Less than 5 punctions only are visible in the silicone membrane confirming that the incident occurred during the implantation procedure. No defect is visible on the access port. Functional test: an injection and aspiration test have been performed. No abnormality has been detected. Dimensionnal measurements: the device was measured. All are compliant with the specifications. Conclusion: the returned device is compliant with the specification. It presents no defect. This is a first time that a pleural effusion is notified to us during the implantation of a venous access port. After literature research, we can conclude that no catheter defect can lead to pleural effusion at the time of implantation. It can, however, be due: during insertion: to a placement error, poor positioning of the catheter. Or at a distance from the implantation: a displacement of the catheter or an erosion of the vessel. The pleural effusion is not imputable in this case to the access port. No corrective action is envisaged. The IFU specify to "position the catheter tip in the superior vena cava at the entrance to the right atrium", to "check catheter tip position using fluoroscopy", to "always verify that the port and catheter are functional by aspirating 2 ml of blood".

Event description:
"5 year old patient with gluteal mass with pathology compatible with rhabdomyosarcoma. Insertion of implantable catheter who presented as a complication right pleural effusion due to catheter dysfunction."